Manufacturer narrative:
The actual device was returned for evaluation. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to a worn motor and flex circuit. This was further defined as wear from normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during cadaver laboratory, it was observed that the motor device started at 71,000 rotations per minute (rpms) with the foot pedal device fully depressed. It was further reported that after about a minute, the device was getting hot and was smoking. It was reported that the console device displayed an e6 error code. There were no delays to the planned surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.